Event description:
It was reported a transseptal puncture was performed using an agilis medium curl sheath and a brk needle. The recorded electrogram at the time of puncture appeared to be left atrial pressure. The ep md then advanced a biosense webster penta ray catheter and geometry was created. The penta ray catheter was exchanged for a chili ablation catheter and left common pulmonary vein ablation began. Soon after, one of the ep lab nurses verbalized to the ep md that there was a change in the pericardial space on ultrasound. A pericardiocentesis was performed and the ablation procedure was aborted.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records was not possible as the lot number is unk. The cause for the reported pericardial effusion is unk. Date report submitted to FDA by MFR: 12/10/2010. Date of the initial rptr provided the info to the MFR: (B)(6) 2010.